Manufacturer narrative:
Event date: unspecified date in (B)(6) 2019. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of two (2) homechoice cassette leaked (no further information). It was noticed during fill of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.